Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Patient called regarding if a claim was submitted by an attorney, but patient stated attorney may have lost her paperwork. Patient had a total left knee replacement: (B)(6) 2014, and (B)(6) 2015. Issues with knee, can't step up on a step, damage to muscles. Also inquired regarding recalled products. Patient is hard of hearing.

Manufacturer narrative:
The following other devices were added to this report after submission of the initial report: triathlon ps fem component, cemented; cat# 5515-f-401; lot# efnld, triathlon asymmetric x3 patella; cat# 5551-g-320; lot# 28ej, triathlon prim tib baseplate - cemented; cat# 5520-b-400; lot# jiiwa, simplex p full dose 1 pack; cat# 6191-1-001; lot# rju163. An event regarding alleged instability involving an unknown insert was reported. The event was confirmed. Method & results: -device evaluation and results: could not be performed as no items associated with the event were returned or made available for identification or evaluation. -medical records received and evaluation: a review of the provided medical records by a clinical consultant indicated: ¿there is no examination of explanted components and no description of loose components is noted in the revision operative report. The traumatic patellar tendon rupture and the subsequent instability of the knee requiring additional surgery were not related to factors of faulty primary total knee components¿ design, manufacturing or materials.¿ -device history review: a review of the device history records could not be performed as no lot information was provided. -complaint history review: a complaint history review could not be performed as no lot information was provided. Conclusions: the event was confirmed by the medical clinician as to ¿¿on (B)(6) 2015 a revision of the left total knee was performed for a diagnosis of failed left total knee arthroplasty secondary to instability.¿ the root cause could not be determined as per the provided medical records, radiology reports, x-rays, progress notes, and operative reports, reviewed by a clinical consultant who indicated ¿there is no examination of explanted components and no description of loose components is noted in the revision operative report. The traumatic patellar tendon rupture and the subsequent instability of the knee requiring additional surgery were not related to factors of faulty primary total knee components¿ design, manufacturing or materials.¿ the patient inquired regarding recall of products. The regulatory group has confirmed these products are not a part of a recall. A CAPA trend analysis was conducted for the reported failure mode and concluded instability may result from other factors not necessarily related to the device. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient called regarding if a claim was submitted by an attorney, but patient stated attorney may have lost her paperwork. Patient had a total left knee replacement: (B)(6). Issues with knee, can't step up on a step, damage to muscles. Also inquired regarding recalled products. Patient is hard of hearing.